Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation, the interconnect pca board was damaged. Additionally, bi-phasic controllers q12, q13, q16, and q17 were shorted on the defibrillator board, which caused mono-phasic monitoring instead of bi-phasic monitoring. The root cause of the damaged pca board cannot be positively determined but was likely mechanical stress. The root cause of the shorted defibrillator transistors could not be determined but was likely random component failure. No adverse event resulted from the loose interconnect board.

Event description:
A (B)(4) distributor shipped back a monitor indicating that it had failed a pulse test.